Event description:
It was reported that the caller experienced a cartridge alarm with the pump, resulting in a blood glucose level of 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The customer managed the high blood glucose with a correction injection via multiple daily injections and did not require assistance from a third party. Technical support decided to replace the pump, as the customer had experienced similar issues previously. The replacement pump, featuring updated software, was sent to the customer, and instructions regarding the return and storage of the problematic pump were provided and acknowledged.